Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that ¿shock¿ button on their device no longer responds. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A heartsine service representative performed evaluation of the customer¿s device and was able to verify the reported issue. The shock button was not functioning during saver evo testing. This fault was attributed to corrosion on the underside of the shock button and its respective contact pad on the membrane pcb. Leading to the button failing to make contact with the membrane pcb, hence the button being unable to function as per reported fault. The fault could not be replicated after the corrosion was cleared from the membrane pcb. Furthermore, during intake, the user reported that they had issues with the functionality of the on/off button. This fault was not present on receipt at heartsine and the device was power cycled multiple times. Inspection on the on/off button dome and its contact pads on the membrane pcb revealed what appeared to be corrosion on some of the pads and beneath the button dome. It is possible that this relates to the issue reported by the customer. However, this could not be confirmed. The corrosion on the usb contact collars, device screws, membrane tail alongside with corrosion observed underside of the on/off button, shock button domes and their contact pads would indicate that the device had been stored outside the indicated conditions. The customer's device shall be scrapped and replaced.

Event description:
The customer contacted heartsine to report that ¿shock¿ button on their device no longer responds. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.